Event description:
A sparc sling was implanted to treat mixed urinary incontinence, the date of implant was not provided. Plaintiff's attorney has alleged that, "as a result of having the product implanted in her," the plaintiff, "has experienced significant mental and physical pain and suffering, has sustained permanent injury, has undergone corrective surgery," and has suffered other losses, including, but not limited to, impaired physical relations.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.